Manufacturer narrative:
The customer has not had any further ise problems since the event and the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of patient results accompanied by ise data alarms on the cobas 6000 c (501) module. The customer repeated patient samples that were affected by this issue. Based on the data provided for 10 patient samples, erroneous results were identified for 6 patient samples when tested for ise indirect na, k, ci for gen.2. The erroneous results for these 6 patient samples had been reported outside of the laboratory. The customer found that the ise sipper tubing was disconnected. The customer removed the sipper cover but couldn¿t get the sipper cover and spring back on correctly. The customer continued to receive sipper up/down alarms. The customer checked other instruments to see how to put the sipper cover and spring back on correctly, but was still unable to get the sipper cover on correctly. The customer was then also receiving reagent probe alarms. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and found that pinch valve tubing was not correctly installed on the ise block during customer maintenance. The fse adjusted the pinch valve tubing and replaced the ise sipper probe. The ise tubing was conditioned and a sipper alignment was performed. The customer ran successful calibration and quality controls along with a 21 cup precision check. The system is functioning correctly. The investigation determined that the sipper tubing issue found by the customer and fixed by the fse was the root cause of the event.